Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/03/2020. Additional h3 investigation summary: it was reported breakage suture. One open sample of product code vcp358, lot pg2390 was received for analysis. During the visual inspection of the used needle-suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture piece cut that appears to be by the use of a surgical instrument were observed. Also, body fluids and damaged due to use were noted. Additional, per the condition of the sample the functional test can¿t be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot (B)(4), and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an endoscopic myomectomy on (B)(6) 2019 and suture was used. During the procedure, the suture broke when drawing tightly after finishing sewing the uterine wound. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.